Event description:
The customer reports the device has a defective power supply (ac power module).

Manufacturer narrative:
(B)(4). The customer reports the device has a defective power supply (ac power module). The customer reported and confirmed to this investigation (via phone) that the ac power module connector pulled out and wires were exposed. The ac power module was not available for eval. The ac power module was repaired by the customer which resolved the issue. There was no reported pt involvement. The ac power module was put back into service and as of (B)(4) 2012, there have no further calls for this device.